Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level went up to 474 mg/dl. The insulin pump seemed to not be delivering insulin. The customer had a little headache and slight stomach ache. The customer treated her blood glucose level with a manual injection. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.